Event description:
Same case as 2134265-2014-04044 and 2134265-2014-04043. It was reported that motordrive unit failed to pullback. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified target lesion. However, motordrive unit 5 plus did not pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the product was received in good condition. The unit passed the motordrive unit-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully underwent a continuous burn-in four hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-04044 and 2134265-2014-04043. It was reported that motordrive unit failed to pullback. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified target lesion. However, motordrive unit 5 plus did not pullback. No patient complications were reported.